Event description:
A laparoscopic tubal sterilization was being done using bipolar electro-surgical coagulation. Later, examination found a burn to patient's colon had occurred. Patient had returned to hospital with abdominal distress.